Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw fractured and was unable to be removed, causing removal of the implants.

Manufacturer narrative:
The screw: fix abutment splin e 0.5 mm (1537) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual evaluation of the as returned product identified excessive bone and foreign material. Damage can be seen around the splines, possibly due to the removal process. The implant is covered with bone material, unknown the presence of a fracture screw. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions are not relevant as the fracture happened upon placement. The reported device was located on tooth # 15 and was used only at placement. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed for 1537, as the lot number associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for (1537) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.